Event description:
It was reported that during preparation for a port placement procedure, during preoperative flushing, it was found that the port seat allegedly could not be pumped back and pushed for injection. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the sample was not returned for evaluation, one electronic video was provided for review. The video shows the hcp flushing the port with a straight non-coring needle attached to a syringe. There was noted to be some resistance while flushing. Also, the aspiration was attempted, and it was unsuccessful. Therefore, the investigation is inconclusive for the reported difficult to pump back and pushing for injection. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation for a port placement procedure, during preoperative flushing, it was found that the port seat allegedly could not be pumped back and pushed for injection. The procedure was completed using another device. There was no patient contact.